Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 after four days of worsening headaches.  A computerized tomography (CT) scan was done and there was concern of a subarachnoid hemorrhage (sah).  The subject was transferred for further management.  Another CT was performed and confirmed the presence of small subarachnoid hemorrhages.  The patient denied any recent falls or trauma.  They reported three days of watery diarrhea with increased sputum production and cough.  The physician evaluated the patient and determined no need for intervention and continued coumadin.  A follow-up CT revealed stability of the hemorrhage without any further spread.  National institutes of health (nih) stroke scale assessment completed (B)(6) 2017 had a score of zero.  Daily nih stroke scale assessments completed until (B)(6) 2017 all had scores of zero.  The patient was discharged to home on (B)(6) 2017.  The ventricular assist device (vad) remains in use.  No further patient complications have been reported as a result of this event.